Manufacturer narrative:
A steris service technician arrived at the facility and was told that the personnel noted a burning smell for approximately 30 seconds which they believed came from the reliance eps unit. The steris technician inspected the reliance eps unit and did not identify any visible burning signs of any sort on the unit. The technician ran a test processing cycle and was unable to duplicate the reported event; no burning smell could be noted. As a precaution, the technician replaced the unit's electric coil, hepa filter, and thermo-disc manual reset. A test cycle was performed and the unit was found operational. No further issues have been reported.

Event description:
The facility reported they detected a burning smell which they believed was coming from the reliance eps. No smoke was observed by facility personnel. No injury, procedural delay or cancellation was reported.